Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (#mw5042352) in united states on 06-jul-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. Consumer reported that she had essure placed in 2007 and shortly after she had heavy periods and painful cramps. She has had abdominal pain hospitalized and 2 surgeries in 2012. She had her right tube removed because it was bent and blood vessel wrapped around it causing pain. She was still in constant abdominal pain almost daily. She has been diagnosed with anemia when she asked her doctor in 2007 if it was safe to place this because of the nickel since she had reactions to nickel, he said it was fine and essure had very minimal amount of nickel. She suffered daily with heavy bleeding filling pads and tampons with still leaking on her clothes and cramps so severe that she could not function. She has been diagnosed with migraines in 2009. No additional information was provided. Ptc (product technical complaint) investigation result received on 15-jul-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had had essure (fallopian tube occlusion insert) inserted and had right tube removed because it was bent and blood vessel wrapped around it (interpreted as fallopian tube disorder) and experienced painful cramps (so severe) and abdominal pain (constant). The event fallopian tube disorder was considered serious due to medical importance and the other event was considered serious due to hospitalization. Only pain is listed in the reference safety information for essure. In this case, consumer experienced pain due to the occurrence of fallopian tube disorder. It was not specified what exactly occurred at right fallopian tube. Based on the information provided, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to hospitalization and required intervention. Additionally, another serious event (heavy bleeding filling pads and tampons with still leaking on her clothes) and non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 15-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had right tube removed because it was bent and blood vessel wrapped around it (interpreted as fallopian tube disorder) and experienced painful cramps (so severe) and abdominal pain (constant). The event fallopian tube disorder was considered serious due to medical importance and the other event was considered serious due to hospitalization. Only pain is listed in the reference safety information for essure. In this case, consumer experienced pain due to the occurrence of fallopian tube disorder. It was not specified what exactly occurred at right fallopian tube. Based on the information provided, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to hospitalization and required intervention. Additionally, another serious event (heavy bleeding filling pads and tampons with still leaking on her clothes) and non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.